Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed co2 sensor calibration. There was no patient involvement.

Event description:
It was reported that the device had failed co2 sensor calibration. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of alarms - error codes / messages was confirmed. . On 12-jan-26, etco2 was received unboxed and with paperwork. Unit boots with error code 571.6200. Co2 sensor wire unplugged from connector j1. Unable to isolate where the loose wire originated. Device to be returned to san diego repair center for processing. Unit was opened and calibration required by bd san diego repair center. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.